Event description:
The pt (B)(6) reported he had turned stimulation of (B)(6) 2012 after fully charging the ipg one week prior. The pt did not attempt to restart stimulation again until (B)(6) 2012, at which time he was unable to establish communication with the ipg. Neither the pt programmer nor the charging system would locate the ipg. An additional pt programmer was tried to no avail. Surgical intervention will be undertaken at a later date to resolve this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.